Event description:
Patient came in with thrombosed leia. Run time = 300 seconds. Ninety nk visipaque delivered. Artery was cleared. Base line creatinine = 0.87 within 24 hours serum creatinine = 4.05. Patient was discharged 48 hours later. Returned after 6 day creatinine +18; received dialysis.

Manufacturer narrative:
Event consists of a patient experiencing hemolysis requiring dialysis post angiojet treatment. The patient is a male with unknown age and medical history. The patient presented with a thrombosed left external iliac artery. The physician used an angiojet ultra dvx thrombectomy set with a run time of 300 seconds. In addition the patient received 90 ml of visopaque contrast during the procedure. The thrombus was removed from the artery and the vessel was considered cleared following angiojet therapy. The hospital stated that the patients creatinine level was 0.87 mg/dl prior to the procedure. The creatinine level 24 hours post angiojet procedure was 4.05 mg/dl. The patient was discharged 48 hours post angiojet procedure. The patient presented back to the emergency room after 6 days post angiojet procedure and had a creatinine of 18 mg/dl. At that time the patient started to receive dialysis treatment. See scanned pages. The hospital has not stated if the patient was hydrated prior to, during, and after the angiojet procedure. In addition, it is not known if the angiojet dvx run time of 300 seconds (5 minutes) was in a flowing blood field or occluded blood field. This event is considered a reportable event as dialysis medical intervention was required and the association between the angiojet ultra dvx thrombectomy set and the noted event cannot be conclusively be ruled out.